Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no pt injury reported. No further information was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received at baxter for evaluation. Evaluation was able to reproduce the system error 322. Evaluation was unable to determine the cause. Evaluation of know contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.